Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record (DHR) review could not be performed as no lot number was provided by the customer, and a search through the sales history data of the customer showed no record of this product purchased by this customer. Therefore, the potential cause of difficulty sliding the syringe plunger could not be determined based upon the information provided and without a sample.

Event description:
The customer alleges that lor syringe is sticking and does not move smoothly when in use.no patient injury or harm reported.

Manufacturer narrative:
(B)(4). Product usage when the alleged issue was discovered is unknown.

Event description:
The customer alleges that lor syringe is sticking and does not move smoothly when in use. No patient injury or harm reported.